Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that was unknown that there was thermal damage. There was no arcing during the procedure, and the patient did not experience any injury or adverse event during or after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to found to have melting on one of the blade tips. No cracks were found at the instrument blades. Additionally, the instrument was found to have multiple scratches at the blade surface on both blades. The complaint regarding scratches and cracks on blades was confirmed by failure analysis. The probable root cause of the thermal damage is primarily attributed to the use conditions of attributed by use-related factors such as excessive energy usage.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument had scratches and cracks on blades. There was no report of patient involvement or patient injury.